Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the mildly tortuous and moderately calcified right coronary artery. After an unspecified stent was successfully implanted in the target lesion, the 182cm pt graphix guide wire was removed however resistance was encountered as the device was pulled into an unspecified bsc guide catheter. Upon removal from the body, it was identified that the tip of the wire had sheared off. No action was taken to remove the detached tip and the tip remained inside the patient. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned presented the wire damaged, as part of overall visual revision. The visual inspection was performed and the device presents distal tip peeled and bent. All the outer diameter (od) were taken and all of them are according to specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the mildly tortuous and moderately calcified right coronary artery. After an unspecified stent was successfully implanted in the target lesion, the 182cm pt graphix¿ guide wire was removed; however, resistance was encountered as the device was pulled into an unspecified bsc guide catheter. Upon removal from the body, it was identified that the tip of the wire had sheared off. No action was taken to remove the detached tip and the tip remained inside the patient. No patient complications were reported and the patient's status was stable.